Manufacturer narrative:
This report is submitted on january 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and a lack of clinical benefit with device use and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 25, 2019.